Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of partial display and display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen is normal, but when her daughter hits escape, it looks empty. The customer hit the screen again and the time flashed and on the third. The customer reported the writing on the pump to be faint and she cannot read it. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no blank display anomaly, partial display, missing segments or flashing display with button press was noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.